Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Three files associated with the compliant batch were present. The log file analysis concluded that all of the tacticath catheters performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following an atrial fibrillation ablation procedure, a chest ultrasound revealed a pericardial effusion in the left atrium. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any device.